Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had green (patient line) caps that fell off easily. This was observed when removing the product from the packaging, even when they were not touched. There was no report of patient injury or medical intervention associated with this event. No additional information is available.